Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. .

Event description:
It was observed by the philips bench that the device's battery pins are damaged. There was no reported patient involvement.